Event description:
The customer reported the leakage of a bag after thawing. The bag was filled with the patient's transplant material, frozen on (B)(6) 2020 and stored in the cryogenic tank. During defrosting on (B)(6) 2020 the bag unsealed in the place for the label. The bag was discarded as enough backup material from other bags was available.

Event description:
The customer reported the leakage of a bag after thawing. The bag was filled with the patient's transplant material, frozen on (B)(6) 2020 and stored in the cryogenic tank. During defrosting on (B)(6) 2020 the bag unsealed in the place for the label. The bag was discarded as enough backup material from other bags was available.